Event description:
Mammogram reports ruptured left breast implant (silicone) physical exam: left breast baker's IV capsular contracture. Right breast bakers iii. Pt underwent bilateral capsulectomy with implant removal. Left implant was ruptured within the capsule. Rt implant was intact within capsule with some bleed. Pt was augmented with bilateral saline implants.